Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. H6. Investigation summary: event description: the customer reported mh ii agar arrived with biological contamination. Complaint history review: the complaints trends were reviewed, and similar complaints was registered. However, no trend was identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: the retain samples were reviewed and no deviation could be detected. Return samples were not provided; however, pictures samples were shared showing contaminated plates. Evaluation results. At this stage of our investigation, we have excluded any systemic failure in our manufacturing process. This product does not have an sal (sterility assurance level) claim. It is filled aseptically; therefore, an occurrence of a contamination event cannot be entirely ruled out. Investigation conclusion: based on the evaluation and the provided pictures, the complaint was confirmed for contamination. A definite root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that 10 bd bbl¿ mueller hinton ii agar plates were contaminated prior to use. The following information was provided by the initial reporter: plates arrived with biological contamination.